Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 .device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: unexplained power interruption observed at end of black box. Daily insulin delivery totals correctly reflect user's programmed basal rates. Black box shows no insulin delivery beyond 5:15am on (B)(6) 2015. There was no damage found to the battery cap or battery compartment. Battery cap able to attach securely to pump. Battery cap contact height and width are found in specifications. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no power issues occurring. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump case is cracked near top right corner of display. Battery compartment cracked beneath the bumper pad. The pump was opened and moisture damage found inside pump. No other internal damage found. The display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 350 mg/dl with extreme drowsiness. A no-power issue was reported. The reporter noted there was no damage or moisture within or on the battery compartment or battery cap, and the cap was able to secure properly to the pump. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they self-treated with a humalog injection, they discontinued pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to a pump issue.